Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the graphic user interface (gui) printed circuit board (pcb) and backlight inverter pcbs, which resolved the reported issue. The ventilator passed performance verification testing. (B)(4)

Manufacturer narrative:
(B)(4). The covidien customer service engineer (cse) inspected the device and verified the reported issue. The cse replaced the graphical user interface (gui) printed circuit board assembly (pcba) to resolve the issue. The ventilator passed all performance verification testing per manufacturing specifications.

Event description:
Covidien received information stating that while in use on a patient, an 840 ventilator experienced a blank screen. The patient was removed from the ventilator, manually ventilated via ambu bag, and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.